Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is something wrong with the insulin pump. It will not bolus correctly. The customer has been in hospital and went into diabetic ketoacidosis. The customer tried to fill the reservoir and the insulin pump alarmed low reservoir but there was no reservoir and the insulin pump did not alarm no delivery. The customer went to the emergency. Troubleshooting was performed. The customer's blood sugar at time of incident was 380 mg/dl. The current blood sugar is 406 mg/dl. The customer reported feeling nauseated and having dry heaves. The customer reported they have contacted their healthcare provider regarding their high blood sugar's. The time and date of hospitalization was (B)(6) 2017 at 9:30 am, troubleshooting was performed and the insulin pump is retuning.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.